Event description:
A cartridge change error was reported. There was no adverse impact to the customer's blood glucose level. The customer was instructed to inspect and clean the pump's components and opted to use a new cartridge. Following the instructions, the customer successfully loaded the cartridge and resumed insulin delivery.